Manufacturer narrative:
No further information is available at this time. If the sample or evaluation results become available, a follow up report will be submitted.

Event description:
Baxter received a report of a low drain volume alarm. A caregiver (cg) reported that the patient line had separated from the transfer set while the patient was sleeping and the patient drained out onto the bed. The cg reconnected the patient then got the low drain volume alarm. The cg stated the patient was now empty and the technical service representative assisted the cg bypass to fill to resolve the alarm. There was no patient injury or medical intervention reported. Per the initial report, the product code and sample availability is unknown.